Event description:
In this event it is reported that a propex pixi row apex locator giving incorrect measurements. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint: 1. The customer could not find the specific equipment; the sn could not be found. 2. The actual problem is not the equipment, but the file clip has been used for a long time and has been damaged, which resulting in inaccurate measurements. This is a follow up report for this additional information.

Manufacturer narrative:
Additional information received: incorrect measurement. No injury was caused, but time was lost. Event cause analysis description mentioned by doctor: regular testing should be intensified. The actual problem is not the equipment, but the file clip has been used for a long time and has been damaged, which resulting in inaccurate measurements; the displayed values were incorrect and no injury caused.". Information from ds china maintenance center: the file clip is considered a consumable item, not a equipment, so the repair center was unable to investigate. This is a follow up report for this additional information.